Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026.the blood glucose level was between 138 mg/dl to 223 mg/dl and the patient got treated with pump and manual injection. No further information is available.